Event description:
Customer reported he has been monitoring his blood glucose and blood glucose has been high over 300 mg/dl. Customer stated he had two sites in place and neither were working and was using one tube for both sites. Blood glucose went up to 429 mg/dl. Customer stated he tested his ketones and was nauseas. The drive support cap was normal. No air was noted. Manual prime was performed and insulin did exit but a leak was also noted. Leak was located in the tubing a food from the insulin pump. Settings were correct. High pressure test was performed and device passed. Customer was advised to change the complete set change. Cannula was not bent or occluded. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.